Event description:
It was reported that a flogard infusion pump experienced an open door alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). The flogard infusion pump was serviced on-site. A visual inspection, an alarm log review and functional testing were performed. The reported condition was confirmed during evaluation. The cause of the alarm was a broken door. The pump head door assembly was replaced to fix the reported condition. The pump passed all tests and was returned to the customer in working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.